Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited decreased impedances, loss of capture (loc), increased thresholds, oversensing, and potential insulation damage. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.